Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed further investigation regarding the reported issue. The fse spoke with the customer and found that they were having issues with their cords. After switching out the cords, the generator worked as expected. No site visit or product replacement were required.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, an m-11 error code occurred on the erbe generator, and the energy delivery stopped working. The site was able to continue by using the e100 generator. The technical support engineer (tse) had the site restart the erbe generator with no success. The site was not using cautery at the time of the call,. The procedure was completed with no reports of patient injury.